Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient had diaphragmatic stimulation from the time of the implant. Lead was removed and replaced. Should additional information become available, this file will be updated.